Event description:
On the 2nd december 1999, nellcor puritan bennett employee received info stating that an npb 40 had high readings. A nellcor puritan bennett failure investigation tech verified the customer complaint. Oxygen saturation readings were approx 10 points high. Initial info received verified no pt harm or treatment changes. This report is not an admission by nellcor puritan bennett that the device caused or contributed to the death or deterioration of the state of health of any person.